Event description:
Patient travelled to MRI, intubated, sedated, pharmacologically paralyzed. MRI tubing added to all lines, infusing appropriately prior to travel. Approx 1.5 hrs after leaving the unit, patient began to move while in scanner. At that time, noted that IV was not infusing. MRI tubing attached to fentanyl infusion was leaking along the coiled tubing. Maintenance ivf were infusing back through fentanyl tubing and leaking from that site. Patient was not receiving the medication for unknown period of time. Of note, all connections were checked and tightened, and the leaking was not coming from a connection, tubing appears to have a split. Quickly resolved with boluses, patient minimally moving and not waking. Reported that this was the second event within days, and MRI tubing appears to be a new manufacturer. Manufacturer response for 360" coiled MRI extension set sterile, summit 360" MRI extension set sterile (per site reporter). The device was sent by fedex to the summit international representative.

Event description:
Patient travelled to MRI, intubated, sedated, pharmacologically paralyzed. MRI tubing added to all lines, infusing appropriately prior to travel. Approx 1.5 hrs after leaving the unit, patient began to move while in scanner. At that time, noted that IV was not infusing. MRI tubing attached to fentanyl infusion was leaking along the coiled tubing. Maintenance ivf were infusing back through fentanyl tubing and leaking from that site. Patient was not receiving the medication for unknown period of time. Of note, all connections were checked and tightened, and the leaking was not coming from a connection, tubing appears to have a split. Quickly resolved with boluses, patient minimally moving and not waking. Reported that this was the second event within days, and MRI tubing appears to be a new manufacturer. Manufacturer response for 360" coiled MRI extension set sterile, summit 360" MRI extension set sterile (per site reporter). The device was sent by fedex to the summit international representative.

Event description:
Patient travelled to MRI, intubated, sedated, pharmacologically paralyzed. MRI tubing added to all lines, infusing appropriately prior to travel. Approx 1.5 hrs after leaving the unit, patient began to move while in scanner. At that time, noted that IV was not infusing. MRI tubing attached to fentanyl infusion was leaking along the coiled tubing. Maintenance ivf were infusing back through fentanyl tubing and leaking from that site. Patient was not receiving the medication for unknown period of time. Of note, all connections were checked and tightened, and the leaking was not coming from a connection, tubing appears to have a split. Quickly resolved with boluses, patient minimally moving and not waking. Reported that this was the second event within days, and MRI tubing appears to be a new manufacturer. Manufacturer response: for 360" coiled MRI extension set sterile, summit 360" MRI extension set sterile (per site reporter): the device was sent by fedex to the summit international representative.